Event description:
Surgeon reports iol was implanted and explanted for refractive purposes. There was no malfunction of the device. Surgeon states the pt wanted to read at a certain distance. After surgery she decided that she did not like the end result. Lens was explanted.